Manufacturer narrative:
The pump has been returned to animas and evaluated on 02-aug-2018 with the following findings: the battery compartment was found to be cracked. Moisture was found in the battery compartment. There was no allegation of an adverse event associated with this complaint. (B)(6).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was moisture in the battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no allegation of an adverse event associated with this complaint.